Event description:
It was reported that the device exhibited inappropriate measured data. The measured battery data after testing and decreasing the outputs was 2.49 v, 16 ua, 13.8 kohms. Initial battery measurements were 2.73 v, 19 ua, 12.8 kohms. The device would be scheduled for replacement.